Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a chest x-ray showed that both the right ventricular (rv) lead and the atrial lead had dislodged. It was thought that the leads dislodged during a fall the patient had, but during the repositioning of the leads, the physician noted that the leads were wrapped around the device which had flipped in the pocket consistent with twiddler's syndrome. The leads were placed back into position and are still in use. No patient complications have been reported as a result of this event.